Event description:
Alaris IV pump channels spontaneously disconnect from main unit and are inoperable. Sometimes the medication stops infusing and sometimes the medication free flows down the tubing into the patient. At our medical center ucsd 2 patient deaths were results of pump failure while vasopressors were running and they all shut off and the pt suffered cardiac arrest. Another patient received accidental rapid bolus of 20meq k+ because the pump failed and the med free flowed into the patient. This patient had cardiac arrest but was resuscitated. Nurses across the hospital have reported these events to our managers, directors, and even our cno, biomedical engineering, everyone. We haven't received new pumps and our administration is saying it is nurse error. We want to avoid any additional deaths/adverse events. Reference report #mw5118401, #mw5118403.